Event description:
A needle broke in the vestibule tissue during a procedure. The doctor was unable to retrieve the needle and referred the patient to an oral surgeon. The oral surgeon was unable to retrieve the needle and referred the patient to the hospital where the needle was sugically removed. The doctor reported that he has had recent contact with the patient and the patient is recovering.